Event description:
It was reported that the customer's insulin pump had unresponsive keypad. She received a battery out limit alarm. The customer tried to bolus but the insulin pump did not respond. Her blood glucose level was 218 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump had no button response due to moisture damage on the keypad traces. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.